Manufacturer narrative:
Clinical investigation: there is a temporal relationship between peritoneal dialysis and utilization of the liberty cycler set and the patient event of peritonitis. However, there is no documentation of a causal relationship between the use of the cycler set and the peritonitis event. The cause of the patient¿s peritonitis was attributed to touch contamination and/or constipation. This is supported by the culture results of enterobacter cloacae complex, a number of genera within the family are major human intestinal pathogens, and several are normal colonizers of the human gastrointestinal tract. Peritonitis caused by enterobacteriaceae may be due to touch contamination, exit site infection or possibly a bowel source, such as constipation, colitis or transmural migration, but the etiology is often unclear. The patient alleged that the shortened tubing length caused her to have to disconnect to go to the bathroom. All patients are instructed on how to properly disconnect and reconnect during treatments. Additionally, the instructions for use for the 050-87216a liberty cycler set, single conn./ext. Dl instruct the patient to use aseptic technique when connecting and disconnecting from the cycler set. Based on the available information and no evidence of a defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she has peritonitis. The patient believes it was caused by the shorter lines on the cassettes, and she has to disconnect to use the bathroom. Additional information was provided through follow-up with the pd clinic. The patient was seen at the pd clinic on 23/may/2025 due to cloudy pd effluent and abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg every 4-5 days and ip cefepime 1000mg daily (duration was dependent on culture results). The cultures resulted positive for gram-negative bacilli, enterobacter cloacae complex. The patient was admitted to the hospital on 28/may/2025 due to a non-functioning pd catheter and the inability to dialyze. The plan was for the patient to transition to hemodialysis on 04/jun/2025. The patient remained hospitalized. The cause of the peritonitis event was touch contamination and/or constipation.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that she has peritonitis. The patient believes it was caused by the shorter lines on the cassettes, and she has to disconnect to use the bathroom. Additional information was provided through follow-up with the pd clinic. The patient was seen at the pd clinic on (B)(6) 2025 due to cloudy pd effluent and abdominal pain. A pd effluent culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy with intraperitoneal (ip) vancomycin 1750mg every 4-5 days and ip cefepime 1000mg daily (duration was dependent on culture results). The cultures resulted positive for gram-negative bacilli, enterobacter cloacae complex. The patient was admitted to the hospital on (B)(6) 2025 due to a non-functioning pd catheter and the inability to dialyze. The plan was for the patient to transition to hemodialysis on (B)(6) 2025. The patient remained hospitalized. The cause of the peritonitis event was touch contamination and/or constipation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.